Manufacturer narrative:
Device evaluation: one device was received. A visual inspection showed that the tamper seal on the plunger was broken. The plunger head felt loose and was able to rotate. The ear clip was chipped and the right plunger case and bottom cases were cracked. A review of the event history log showed an invalid syringe size message. During the functional testing, the invalid syringe size message was unable to be duplicated however, the plunger head was too low causing the syringe to lift up during infusion. The root cause of the alarm was found to be a result of a broken carriage from impact. The broken carriage was causing the plunger head to not line up with the body of the pump correctly and lifts the syringe during infusion. The carriage and plunger tube were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was prompting occlusion failure. No patient injury reported.